Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set was loose at the y luer port, resulting in the bottom part of the tubing disconnecting and falling apart. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between 10/23/2025 and 10/24/2025. H11: the device was received for evaluation. A visual inspection noted a separation between the y clearlink and the tubing; there was a lack of solvent. The reported condition was verified. The cause of the condition is related to improper assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.